Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination confirmed that the driveshaft was fractured, at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. At the conclusion of the device analysis investigation, the report that the oad had fractured was confirmed. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of fracture event is undetermined. It should be noted that the diamondback coronary orbital atherectomy system instructions for use states the following warnings: performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval. Never use force to advance the spinning crown as vessel perforation may occur. If any resistance to crown travel is felt, reposition the crown away from the lesion, immediately stop treatment, and use fluoroscopy to assess the vessel for any complications. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was selected for treatment of a lesion located in the right coronary artery. Optical coherence tomography (oct) could not be performed due to difficulty advancing the oct catheter through the lesion. The diamondback coronary orbital atherectomy device (oad) was advanced, following three treatment passes on low speed, imaging revealed that the driveshaft had fractured. The oad was removed, and the fragment was retrieved with a snare device. Stent placement was performed to complete the procedure, and there were no patient complications.